Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an act button that sometimes does not respond on the insulin pump. Customer was advised that the pump will have to be replaced. Customer will return the pump.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board was unlocked, also with flattened b, escape and up arrow buttons dome switches. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.